Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed using 1ml less than nominal volume. Post valve deployment, moderate paravalvular leak (pvl) was observed. Post dilation of the valve was performed with an additional 1ml of volume. The pvl was not reduced. Following post dilation of the valve, a sinus of valsalva (sov) perforation ¿appeared¿. Due to right coronary cusp (rcc) ¿ left coronary cusp (lcc) adhesion by bulky calcification, the valve was expanded toward the non-coronary cusp (ncc) side. The calcification on the ncc side perforated the sov wall. The patient¿s hemodynamics were stable, so the decision was made to monitor the perforation without treatment. On postoperative day (pod) 4, severe pvl developed at the commissure between the ncc and rcc, at a site of ¿comparatively little¿ calcification. The sapien 3 valve was urgently explanted and a surgical aortic valve replacement (savr) procedure was performed. The native annular diameter measured 24.9mm x 20.1mm with a valve area of 426mm2. Bulky calcification at the rcc-lcc conjoined leaflets was reported. The diameter of the sov measured 29.4mmx 28.7mm x 29.9mm. The diameter of the sinotubular junction (stj) measured 21.5mm x 22.6mm. It was perceived that the ncc calcification caused the sov perforation. It was also perceived that the worsening pvl was due to ¿recoil¿ of the sapien 3 valve.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The sapien 3 valve remains implanted in the patient and is not available for evaluation. No photographs, video or imagery was provided for evaluation. A review of work orders related to the device and any components potentially relevant to the event was performed. The review of the work orders did not reveal any issues that would have contributed to the reported event. Review of the lot history did not reveal any other complaints related to ¿valve ¿ regurgitation ¿ pv leak¿. The lot number for the valve complaints reference the valve serial number only; therefore, the review was performed for valve serial numbers 5890647 through 5890661, verifying that there were no other complaints associated with each serial number. A review of the complaint history for the sapien 3 valve (all sizes) from march 2017 to february 2018 revealed no other complaints for ¿valve ¿ regurgitation ¿ pv leak¿. A review of the complaint history revealed that the occurrence rate did not exceed the february 2018 control limits for trend category ¿regurgitation¿. Review of the patient screening manual, device prepping manual and training manual for the commander delivery system did not identify any IFU/training deficiencies. During the manufacturing process, the sapien 3 valve components undergo 100% visual inspections by manufacturing and quality. The frames undergo multiple 100% inspections for physical defects and are also 100% dimensionally inspected. In additional to these inspections, samples from each annealing lot are tested to determine ultimate tensile strength and percent elongation at fracture. Valve skirt components undergo 100% visually and dimensionally inspections. The valve also undergoes multiple 100% inspections during the valve assembly process. Prior to final packaging, the valve undergoes 100% visual inspection to ensure no damage to the valve from handling has occurred. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of the risk documentation revealed that the event is anticipated in the risk management file. Frame excessively recoils could result in mild pv leak. Severity level of 2. Frame excessively recoils could result into additional surgical intervention. Severity level of 4. Balloon not fully inflated ¿ thv valve does not embolizes into aorta or ventricle could result in moderate paravalvular leakage. Severity level of 3. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Investigation results suggest/indicate, in addition to procedural factors (post dilation with additional volume), patient factors (severe valvular calcification, rcc to lcc conjoined bulky calcification) likely contributed to the perforation of the sov wall during the post dilation of the valve. The report of the valve ¿ regurgitation ¿ pv leak was not able to be confirmed since no photographs or case imagery were provided. Per the physician, the worsening of the pvl from moderate to severe on pod4 was attributed to recoil of the sapien 3 valve. The potential root causes of recoil could be related to incorrect geometries and/or incorrect material properties of the frame. However, without device return, additional visual (e.g. X-ray & sem analysis), dimensional (e.g. Thickness of the frame), chemistry (e.g. Ftir analysis) and/or mechanical testing (e.g. Ultimate tensile strength, percentage elongation & average grain size) were unable to be performed. Additionally, without procedural imagery returned for evaluation, the overall geometry and/or position of the implanted valve immediately post operation and on pod 4 could not be compared. Therefore, it could not be determined if any manufacturing non-conformities contributed to the complaint. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Records indicate that all frames released for production built had 100% passed for both visual and dimensional inspections during receiving inspections. Additionally, all frame lots had passed the mechanical tests based on the sampling plan, indicating that the lots conformed to the specifications with 95% confidence and 99.5% reliability levels. As such, it is unlikely that the complaint was a result of a manufacturing nonconformance. A review of the manufacturing mitigations, DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. Although the root cause of the worsening pv leak 4 days post valve deployment cannot be determined, investigation results suggest/indicate in addition to the procedure itself, patient factors (severe valvular calcification, rcc to lcc conjoined bulky calcification) may have contributed to the worsening pv leak and subsequent explant of the sapien 3 valve on pod4. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.